Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A complaint history review found other related failures. Factors that are known to contribute to the alleged fault/failure may include a material defect. If the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
It was reported that, during a procedure, the surgeon used the shoulder stabilization kit but the bandage was damaged and could not be used. The procedure was completed with a device from a competitor brand. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.